Event description:
A nurse reported that there was no aspiration during quadrant mode of two cataract procedures. The issue was resolved by switching to another console. There was no harm to the patients. Add'l info has been requested.

Manufacturer narrative:
A product sample was requested; however, it was informed that no sample was retained for this report. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).